Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.

Event description:
The customer reported that the tracheostomy tube was checked prior to use. Soon after the pt was intubated there was leakage from the pilot balloon. The tracheostomy tube was removed and the pt was re cannulated.